Event description:
The technician alleged that the siderail would not latch due to a bent mounting bracket. No pt impact.

Manufacturer narrative:
The technician replaced the mounting arms and the siderail mounting bracket to resolve the issue.